Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized for high blood glucose and the reading was over 1000 mg/dl. The customer stated he got a no delivery alarm the day prior to the hospitalization and he also stated his insertion site was itchy. Troubleshooting was performed and the insulin pump did not pass the prime test. The programming was correct. The customer also stated there was blood at the tip of the cannula when the infusion set was removed. It was explained to the customer that this could have contributed to the high blood glucose levels. Nothing further was reported.